Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email high blood glucose levels. Customer's blood glucose level was in the 400 mg/dl range. Customer treated their high blood glucose levels via manual shot. Customer had lots of scar tissue and tried to figure out the best possible insertion site. Customer advised they changed out their site, gave themselves a manual shot and their blood glucose levels would not go down. Customer was advised they would follow up with them and their diabetes care manager was notified.